Manufacturer narrative:
The customer¿s report of a system failure was confirmed. The pcu event log shows that the device alarmed for flo stop open immediately before the user started the infusion of hydromorphone cont 50mg in 50ml. When the user made a change to the existing infusion, it triggered the alarm and system error code 255-16-275 being displayed on the pcu. The root cause of the error was identified as a software issue related to a race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the pump module. Devices not received, log review only.

Event description:
The customer reported that a system failure occurred during a patient¿s infusion, and an event log review was requested. No patient harm was reported. Although requested, no other details were provided.